Manufacturer narrative:
B3 is unknown. One device was returned for repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Ehl was downloaded. Device shows 41541 and 41627 error. Visual test found damaged dso seal and scratched lens. Functional test found defective expulsor. There was a primary problem with motor.

Event description:
It was reported the device was in for repair. There was unknown patient involvement.